Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump did not passed the self test. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Device case: ngp. Customer returned device for alleged the main arm cannot communicate with the motor arm,hal software error detected., and hardware low level failures alarm found on (B)(6) 2022. The device passed the displacement test. The device fails self test due to hardware low level failures alarm. Successfully downloaded history files using thus. The following pump errors were noted in history on event date:the main arm cannot communicate with the motor arm (linenumber = 2803 filenumber = (B)(6)) on (B)(6) 2022 at 02:35:13.000,hal software error detected. Hal software error detected. (Linenumber = 1421 filenumber = (B)(6)) on (B)(6) 2022 at 02:35:11.000, andhardware low level failures alarm with variable 03 on (B)(6) 2022 at 07:49:02.000. Hal software error detected confirmed due to software error. The main arm cannot communicate with the motor arm is a consequence of hal software error detected. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint on pin 1. Hardware low level failures alarm confirmed due to cracked solder joint. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, and cracked retainer. Hal software error detected confirmed due to software error. The main arm cannot communicate with the motor arm is a consequence of hal software error detected.. Hardware low level failures alarm confirmed due to cracked solder joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.